Event description:
Boston scientific crm received information that the boston scientific crm sales representative was called for a device check on this device system, as there was reported noise on the right atrial (ra) lead with a possible set screw issue. No further information was available. Upon device, check, the noise on the ra was confirmed. The noise was intermittent, but reproduceable with pocket manipulation. Atrial impedance measurements were greater than 2,000 ohms, however would decreased to be measured within acceptable limits. An invasive surgical procedure was performed to better connect the ra lead with the device. Once the device was out of the pocket, the physician pulled on the ra lead, which was not loose in the header. However, the physician felt that the lead was not all the way in the header even though the set screw had captured the lead tip, the lead ring was not in constant contact with the ring leaf spring. The physician chose to keep the existing device. The patient went home later that day with no known adverse events.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.